Event description:
Caller reported an error with their continuous glucose monitor, specifically indicating cgm error 42, which involved a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for a pump reset, guiding them through the process. After the reset, no further error codes appeared, and the caller was able to successfully start their sensor session again.